Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (j303524); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving a 34mm fx+ valve, in a patient where the native annulus, left ventricular outflow tract, and leaflets were highly calcified, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The 34mm fx+ valve was inserted to an acceptable depth and deployed to 80% when it was observed that the valve frame was too constrained. The valve was recaptured and a second deployment attempt to 80% was made. The frame was constrained once again. The valve was recaptured and withdrawn from the patient. A second pre-implant bav was performed due to calcification using a 20 mm non-medtronic balloon. The implant team determined that the anatomy was better suited for a 29mm evolut fx+ valve, which was then inserted into the patient and deployed. Upon deployment, some anticipated frame constraint was observed. Despite the frame constraint, the valve was implanted in the patient. Echocardiography revealed no central aortic insufficiency, but there was moderate paravalvular leak. The patient remained stable throughout the procedure, and no further intervention was performed.